Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a thr surgery, a ref xlpe 32 20 deg 58-60 g could not be installed with a ref three hole shell 58mm, although it was tried for an hour in various directions. Surgery was completed, after a delay of an hour, with a s+n back-up device. No harm to the patient or further complications reported.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device does not confirm the stated failure mode. The returned device has damage among the base, more than likely from attempted insertion. A dimensional inspection was attempted, but the device was too damaged from the attempted insertion to obtain accurate measurements. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. According to the inspection procedure, includes verifying parts are free of burrs, pits, sharp edges, nicks or damage areas. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. The contribution of the device to the reported event could not be corroborated. This event was evaluated through our internal quality process; the reflection shell was remeasured internally. All features that would affect the mating of the shell and plastic were found within tolerance. Some potential probable causes for this event could include a fit/ sizing issue or poor insertion technique. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.